Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s driveline infection could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the reported driveline infection could not be conclusively established. The pump (B)(6), was returned assembled with the driveline severed approximately 2 inches from the nipple housing. The distal portion of the driveline was not returned with the device. The inflow conduit flex section was returned cut in half. The proximal part of the inflow conduit flex section was returned attached to the inlet tube. The distal part of the inflow conduit flex section was returned attached to the inlet elbow, which was returned attached to the inlet port. The sealed outflow conduit (outflow graft, outflow graft bend relief, and outflow graft attachment) was returned attached to the pump¿s outlet port. The bend relief collar was returned attached to the sealed outflow conduit. Upon disassembly of the returned pump, visual inspection of the blood contacting surfaces did not reveal any adhered depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The hm ii lvas instructions for use (IFU), rev. B, and the hm ii patient handbook, rev. D, are currently available. The IFU lists infection (local, driveline, and pump pocket) as an adverse event that may be associated with the use of the hm ii lvas. This document also lists infection as a potential late postimplant complication. Additionally, several sections of the hmii IFU and patient handbook provide care instructions regarding how to prevent infection as well as the suggested responses in the event an infection occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2023 for major infection at the driveline exit site. Surgical and drug therapy was performed including an incisional drainage and cleaning of the wounded area. The patient underwent a heart transplant on (B)(6) 2023.